Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although the cause could not be established, it is likely the following led to the malfunction: a degradation problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited corrosion on the connecting tube. There was no patient involvement.